Event description:
A malfunction alarm with the code malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was advised that they could continue using it. The customer was instructed to call back if the malfunction code recurred, and the caller confirmed their understanding.